Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: code d1102: the reported information indicates a potential device malfunction, related to the device partially covering the ostium of the right superior gluteal artery, has occurred. The following information was not reported to gore: a) images enabling direct assessment of product performance, or b) product. The available information did not add relevant information to further investigate the device functionality. The cause of the reported potential malfunction of coverage of the right superior gluteal artery is attributed to the physician choosing a device that was too long for the patient anatomy. The physician stated that the right internal iliac artery was short in length and he was aware of the risk of covering the right superior gluteal artery. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis with active control system, gore® excluder® iliac branch endoprosthesis and gore® excluder® aaa endoprosthesis. During the procedure, when the physician deployed an internal iliac component at the right internal iliac artery, the device partially covered the ostium of the right superior gluteal artery. The blood flow of the right superior gluteal artery was delayed; however, no additional treatment was required to fix the issue. The patient tolerated the procedure and had since been monitored. According to the reporting physician, the right internal iliac artery was short in length and he was aware of the risk of covering the right superior gluteal artery.